Event description:
It was reported that during a lap cholecystectomy procedure, the device was fired onto the duct and the clip fell off the duct. The next two clips were spitting out of the device. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.